Manufacturer narrative:
The customer discarded the quattro catheter and the catheter will not be returned for investigation.

Event description:
During patient treatment, the user observed empty saline bag. Immediately, the user placed the thermogard xp ivtm system in standby mode. The user observed saline leak from the start-up kit (suk) pin wheel. The user replaced the suk and re-started the ivtm therapy. However, the user noticed that the saline bag was emptying again and the thermogard xp ivtm system generated "air trap" alarm. The user paused the ivtm therapy to replace the quattro catheter. The user observed leak from the catheter balloons. The dwell time of the catheter was 6 to 12 hours. After replacing the catheter, the alarm was cleared and the ivtm therapy was continued without any further issues. No known impact or consequence to patient information was provided. The customer discarded the quattro catheter and the catheter will not be returned for investigation.